Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspected the pump and found that the air detector was damaged. The customer's stated problem was verified regarding "alarm air in line ". Investigator's inspected the pump and found that the air detector was damaged. Further investigation of the pump and determined that a damaged air detector was the cause of the issue. Service will replace the pump air detector. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited air in line alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified regarding "alarm air line ". Visual inspection of the pump found the air detector was damaged. Further investigation of the pump determined that a damaged air detector was the root cause of the issue. Service will preplace the air detector to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.